Event description:
It was reported that the fiber was suddenly damaged during the procedure. Further information provided indicated that a fiber break took place and that the procedure was completed with another device, patient outcome was not reported.